Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-15296 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. Event occurred on 18-may-2024 and 04-jun-2024, it was reported that patient faced two event of infusion set fell off during use. The infusion set had been in use for less than a day of insertion. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.